Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Cannot identify the screws. Possible part number for screws - 25-660-04-91; 25-660-05-91; 25-661-05-91. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00166.

Event description:
It was reported the screws became loose and were removed and replaced due to the patient poor bone quality.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.